Event description:
An optometrist reported that a patient, who had previously undergone lasik, reported dry eye, and the right vision being a ¿little fuzzy¿. The patient was examined and was diagnosed with epithelial ingrowth in the right eye. No add¿l treatment was prescribed, but the patient will be monitored over the next several months. If indicated in the future, they will perform a flap lift and rinse.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).